Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 17.5 mm from the distal end. There was no scratch around the broken point. The probe turned black around the broken point. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the crack occurred on the probe since a load such as spark was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. The above device handling has warned in the instruction manual as follows. *should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Event description:
During a total gastrectomy, the subject device was used. The probe of the subject device was broken off and fell inside the patient. The fragment was retrieved. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe.